Manufacturer narrative:
Conclusion: investigation results show that humidity ingress led to the device electronics failure over time. However the device investigation did not show the location of the leak; based on the manufacturer's experience with this kind of devices and the residual gas analysis, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. This is a final report.

Event description:
The patient reported that beginning one week ago he was no longer able to hear when using the device. The patient has returned to his home in (B)(6) where explantation took place.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported that beginning one week ago he was no longer able to hear when using the device. The patient has returned to his home in (B)(6) where re-implantation was scheduled.